Event description:
It was reported to vyaire medical problem with the avea ventilator in which expiratory flow transducer could not calibrate. Furthermore, there was no patient involvement reported with this event. The event happened prior patient use.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - the customer reported that they will not return the defective unit/part for evaluation. Therefore, no root cause could be determined. However, vyaire medical provided codes to reset sn and model as requested by the customer. Software version was confirmed to be 4.6b. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.